Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed abdominal compartment syndrome and underwent an exploratory laparotomy in the operating room (or). During the exploratory laparotomy, it was noted the patient had ischemic bowel, which was non-salvageable. The patient passed away due to ischemic bowel.

Manufacturer narrative:
Section b5: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported ischemic bowel and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The device operated as expected and the event was not thought to be device or therapy related.